Event description:
My mother, (B)(6), in late (B)(6) 2012 had to undergo surgery due to asthma. They placed a tracheal tube in her, with hope of recovery. She slowly began to get worse and not better, continuing to complain of difficulty breathing and not enough air. She begged me to contact dr (B)(6), pulmonary department, but my older son said she didn't need to see him (he had power of attorney at the time). The look in her eyes was a definite sign that she new it was not right for her to have this much difficulty breathing. My mother was a cna for years and took care of elderly pts. She wasn't a nurse or doctor, but she knew when something was not right. She fought and fought for her life. I sat with her everyday for hours upon hours while she lay dying and my son was increasing her morphine, yet in my heart knowing that my mom knew something was not right. I do not have exact dates, but she was hospitalized in (B)(6) hospital around mid to late (B)(6) 2012. She had the tracheal tube surgery in (B)(6) 2012. She was then placed in (B)(6) a long term care facility around the beginning of (B)(6) 2012 then moved two weeks later to (B)(6) acute care facility. She began to get worse and was placed back in sutter (B)(6) around the beginning of (B)(6) 2012 and passed away (B)(6) 2012.